Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-nov-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 0.400 mg and clonidine 4.00 mcg via an implantable pump. The indication for use was fbss leg/back and spinal pain indications. The patient reported that for a ¿couple of days¿ their communicator indicator light has been yellow instead of green when trying to charge it. The patient later stated the communicator has been ¿acting up.¿ when the agent attempted to clarify event date, the patient plugged in the communicator and stated it is now green but it was yellow and not charging and they have been without it (boluses) because it would not charge and did not provide any event date information. The patient stated they have issues with their brain or something and referenced difficulties providing information to agent because of this. The patient stated ¿the other one (handset)¿ took charge so they don't know why the communicator didn't. The patient stated when they'd try to connect, ¿it would say retry and then it would go straight to yellow¿ when they plugged the communicator back in. The patient stated that every time they plug it in, the light turns yellow instead of green and they keep the communicator in a safe spot where it doesn't get bumped. The patient confirmed the cord seems loose when plugged in and that if they move the cord in to port, the indicator light goes on and off and the cord does not seem secure in the port. The issue was not resolved. A request was sent to the repair department to replace the communicator due to the communicator cord was loose and not secure in the charging port because they have to move the cord around in the port and the indicator would turn off and on.